Event description:
During the periodic review of the programming history database, a high impedance event was identified for a patient during a system diagnostic test. The patient had previously had impedance values in normal limits after implant. No known surgical intervention has been reported to date. No further relevant information has been received to date.